Event description:
It was reported that anterior vault was observed and lens repositioned approximately one month post-implant. Lens vaulting reoccurred several weeks later and yag was performed. Subsequently z-syndrome was observed. The lens was scheduled to be explanted.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.